Event description:
Device 1 of 2: ref MFR report: 1627487-2013-21231. The patient received two scs leads with the same lot number. It was reported the patient experienced loss of right-side stimulation. Fluoro images revealed the lead had slightly pulled out of the header. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.